Manufacturer narrative:
Device passed the displacement test however, the insulin pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. No stuck button alarm noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.